Manufacturer narrative:
Evaluation revealed the baseplate centering guide right and the pilot wire to be the subject products. No further associated products were reported. A review of the device history review for the baseplate centering guide revealed no discrepancies. The item was documented as faultless prior to distribution. As the item had been in use for approximately 2,5 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. A review of the device history review for the pilot wire could not be carried out as the lot code was unknown and not provided. A physical examination could not be carried out as the devices were not received for evaluation. Thus, a reasonable examination and investigation was not possible. Referring to the event description the pilot wire got jammed within the baseplate centering guide. Most likely the wire got cold welded due to friction based on bending forces during drilling the wire through the guide reception. This is a known reaction and already investigated in previous complaints. To guarantee a correct insertion it is necessary to insert the pilot wire through the guide with axial forces only; bending could lead to fretting and cold welding. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened.

Event description:
Guide pin became lodged in glenoid centering sleeve during operation and became un removable.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Guide pin became lodged in glenoid centering sleeve during operation and became unremovable.